Manufacturer narrative:
The device was disposed by the facility; therefore, a device evaluation cannot be performed.

Event description:
The target lesion was located in a moderately tortuous and calcified mid left anterior descending (lad) artery. A guide catheter and a balloon were placed and the lesion was predilated; multiple inflations were made throughout different areas of the lad. An intravascular ultrasound (ivus) catheter was used to visualize the vessel. A buddy wire was then placed and two inflations were made, inside a previously implanted stent with a cutting balloon. As the cutting balloon was removed, the wire position was lost; another wire was placed. The physician then opted to place a stent, but before the stent was deployed, the left main (lm) was noted to be "completely cut off" and thrombus was noted throughout the lad and in the lm. Another balloon was used in the lm and an aspiration catheter was used to extract the thrombus. A temporary pacemaker had been placed and the patient was having episodes of ventricular fibrillation. A stent was placed to an attempt to open the lm. Medical intervention was provided (administration of emergency medications), however the patient expired. The relationship of the devices involved filed under MFR report #'s 2134265-2009-00061, 00062, 00063 and 00064.